Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the siderail latch tube was broken. The tech replaced the latch tube and the associated hardware to repair the stretcher.